Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No deviation was registered during sterilization and manufacturing process. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported a patient with photophobia and a decrease in visual acuity of the left eye following lasik treatment. Upon examination central toxic keratitis was noted and the patient reported an incapacity for work. Topical antibiotics and steroids were used. Additional information received, the site reports that several reasons foreign to the system could be the cause of the reported event. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.